Event description:
The patient elected to have the device explanted due to a reported decrease in performance and a desire for current technology. The company was notified that the patient's device was explanted.

Manufacturer narrative:
The reported complaint of decrease in performance could not be verified during this analysis since the device was compromised during the analysis. However, the device had excessive moisture that exceeded the residual gas analysis (rga) test limit. Based on an assessment of the rga data, it is believed that this device was non-hermetic, and the excessive moisture inside this device could have caused the decrease in performance. This older device configuration is currently not mfg. Advanced bionics will continue to minitor for failures of this type. If mfg resumes at a future date, advanced bionics will determine if any add'l actions are required. This is a final report.